Event description:
The end user states that the front wheel on their (B)(4) rollator had fallen off. When the end user decided to take the wheel off of the other side, they found that bearings are missing from the other side.